Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 550cc silicone prosthesis experienced right sided rupture, and pain post procedure. The patient reported rupture, breast pain, nipple pointing down, breast is different. The MRI examinations reported mass and distortion are present with no intracapsular or extracapsular rupture. As a result, patient scheduled for removal on (B)(6) 2021.